Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the amount of insulin delivered was intermittently missing from the pump history. There was no reported impact to the customer's blood glucose level. Reportedly, customer continued to use the pump for insulin therapy.